Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in the phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was tested on a calibrated resistance test box and was found to be within specifications. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the handpiece was found to meet specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a cataract extraction with intraocular lens procedure the patient experienced a corneal burn in the right eye. The patient had a "hard core". The surgeon indicated there was heat development and no phacoemulsification. There was no system message displayed. A suture was required to close the wound. The handpiece was exchanged and there was no further issue. The procedure was completed.